Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had an e443 error and system was automatically restarting. The issue occurred during set up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "error e433 coming on display and device restart automatically" was confirmed due to defective generator board. The generator board failure was an electrical/electronic component problem, but the cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.